Manufacturer narrative:
All available information was investigated, and the reported cracked and leaking dilator flush port were confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The cracked flush port luer was submitted to the materials characterization lab (mcl) for analysis. Based on the investigation of the returned device, the most likely root cause was determined to be mother nature/environment due to environmental stress cracking (esc) occurring on the luer. The reported leak was a cascading event of the reported cracked flush port luer. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), while removing the sgc from its packaging, a crack was observed on the lateral connection port of the dilator, and while de-airing the sgc, it was observed that saline was leaking at the dilator flush port. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), while removing the sgc from its packaging, a crack was observed on the lateral connection port of the dilator, and while de-airing the sgc, it was observed that saline was leaking at the dilator flush port. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.